Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Patient's operative reports were received which revealed the patient underwent a revision procedure approximately four months post-implantation due to pain, swelling, and infection. All components were removed and replaced with a competitor antibiotic cement spacer.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Initial op notes dated (B)(6) 2014 were reviewed and no complications were noted. Revision op notes dated (B)(6) 2014 were reviewed and identified patient was revised due to pain, swelling and infection. All the components were removed and implanted with spacers. The patient was marked with elevated labs. Extended trochanteric osteotomy performed due to difficulty removing the femoral stem with flexible osteotomes. Depuy spaces were implanted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: ranawat/burstein acetabular shell p/n 11-106054 l/n 085590; biolox-delta modular ceramic head p/n 12-115120 l/n. 103360; e1 ringloc max-rom acetabular liner; ep-105994 epoly 36 mm rlc lnr mrom sz24 lot 250530. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient received a revision procedure one year post-implantation due to pain, cobalt and chromium corrode, and wear from the surfaces of the acetabular cup, femoral head, and taper sleeve. Post-surgical pathology reports indicated that the acetabular head and lining were surrounded by fibro connective tissue and bone with necrosis, granulation, acute and chronic inflammation. Attempts to obtain additional information have been made; however, no more is available at this time.